Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks; there were several alerts on the device. It was discovered that the patient's right ventricular lead exhibited noise, undersensing, loss of capture, and a drop in high voltage lead impedance. A chest x-ray revealed the lead had dislodged, and had been pulled back into the device pocket due to patient twiddling. Therapies were disabled until the issue could be addressed. On (B)(6) 2018, the lead was extracted and replaced successfully. The new lead exhibited excellent values, and the patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.